Manufacturer narrative:
Reliability analysis: inspected one opened/used enlite sensor and performed bicarbonate buffer test per dop (B)(4). Sensor failed per spec due to low readings.

Event description:
It was reported that the customer had high blood glucose levels of 118 mg/dl. The mother of the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The mother of the customer also reported having had high blood glucose levels a lot and the infusion set of the insulin pump was not good. No exact blood glucose levels were provided for that specific event. No additional information was provided.